Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an MRI 2-3 weeks ago. They said they turned off the stimulator for them and turned it back on. The patient said they have been having massive problems since the MRI. They don't know if it didn't get turned back on or if they changed it a little bit when they turned it back on. Walked caller through connecting to the stimulator. The patient's therapy showed on. The patient increased the stimulation to a comfortable level and is going to monitor the symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.